Event description:
It was reported that during a thermal ablation surgeon used four balloons and could not maintain positive pressure. The procedure was aborted and a vaginal hysterectomy was performed. It was additionally discovered that the surgeon performed the hysterectomy via vaginal. The hysterectomy was performed without adverse consequence to the pt. Co was advised the hysterectomy was a pre selected treatment alternative if the thermal ablation was not effective. Additionally, the pt had reportedly requested a hysterectomy but the physician had elected to perform a thermal ablation prior to moving towards hysterectomy.